Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error 43. The customer kept receiving the same error. Customer's blood glucose level was 128 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self- test, sleep current measurement, active current measurement, rewind test, prime/ seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 43 alarm during testing. However, the device was received with moisture damage at motor assembly. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.